Manufacturer narrative:
Block b5 has been updated based on the additional information received on september 25, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation revealed no damages in the handle section and the ligator housing was not returned. No other problems with the device were noted. The reported events of bands unable to deploy and bands damaged/defective were not confirmed since there were no damages found in the handle and the ligator housing was not returned. The most probable cause of the reported problem cannot be established due to lack of evidence. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat internal hemorrhoids during an intracapsular ligation procedure performed on (B)(6) 2025. During the procedure, the bands were adhered to one another. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information was received on september 12, 2025. The device was used during an internal hemorrhoid ligation procedure.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat internal hemorrhoids during an intracapsular ligation procedure performed on (B)(6) 2025. During the procedure, the bands were adhered to one another. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on september 25, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat internal hemorrhoids during an intracapsular ligation procedure performed on (B)(6) 2025. During the procedure, the bands were adhered to one another. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information was received on september 25, 2025 the device was used during an internal hemorrhoid ligation procedure.